Event description:
The following has been reported: biomed reported: "red service needed error" patient harm: no. A preliminary review of the logs identified the following issue: electrical hardware failure (12v) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to electrical hardware failure (12v). The device was attached to a bracket and powered on, and a red alarm appeared. The vr, fva, and compressor were inspected for any 12v anomalies and none were found. Log files indicated positive tank large leak failure. The test engineering pneumatic manifold was installed after viewing log files and ran without errors. The tank body assembly was replaced. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours (infuse vtbl) immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Further investigation found the lever boot is damaged/torn and the m/r sticker on the rear housing needs replacement.